Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 05/13/2026. An account is visible for data investigation; however, there is no data available near the reported event date. Confirmation of the complaint is undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the patient experienced a hypoglycemic event while asleep in her bedroom alleging that her dexcom did not provide alert. At around 4:30pm est, patient was found by her husband to be unresponsive, limp, pale, and difficult to wake up, with eyes rolled back indicating loss of consciousness. The husband stated that the patient may have been unconscious for approximately one hour. Upon discovery, the husband immediately checked the cgm, which displayed a value of approximately 42 mg/dl. No bgm or treatment or medications were administered prior to ems. The patients' husband called 911 immediately, and ems arrived within approximately 5 minutes. Upon ems arrival, a bgm was obtained, reportedly showing 30 mg/dl. Ems administered intravenous glucose. The patient regained consciousness within 30 seconds to one minute and ems personnel remained on scene for approximately 30¿45 minutes. Readings stabilized, with a bgm value of approximately 120 mg/dl, and cgm reading within approximately 3-point difference (round 117 mg/dl). She remained stable after the intervention and completed the sensor session. At the time of the report the patient was fine. No other details were documented. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available. No additional patient or event information is available.